Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was implanted. Mild post operative urinary retention was noted and the patient was discharged with a foley catheter. Foley catheter was removed postop day 2 after the patient passed a retrograde fill voiding trial. The patient is emptying normally and has recovered/resolved without sequelae as of (B)(6) 2024. This event was reported as unlikely related to the study device and probably related to the study procedure. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: 1. Please provide lot number -3944826 2. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. -patient was discharged with a foley catheter. 3. What is the most current patient status? -foley catheter removed postop day 2 after she passed a retrograde void trial. She is emptying normally. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.